Manufacturer narrative:
DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401- fluid/ blood leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, opening on the posterior side assessed as fold flaw opening and partial delamination on the plug strap. Additional observation: yellow particles observed on the device. Crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: b5, d4, d9, e1, h3, h4, h6.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported right side deflation. Healthcare professional additionally reported "hole on patch side." The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare provider initially reported a right side exchange with no complaint against the device. Healthcare provider later reported right side deflation. The device remains implanted.